Manufacturer narrative:
Citation: lauck et al. Avoidance of urinary catheterization to minimize in-hospital complications after transcatheter aortic valve implantation: an observational study. Eur j cardiovasc nurs. 2018 jan;17(1):66-74. Doi: 10.1177/1474515117716590. Epub 2017 jun 26. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding urinary catheterization complications after transcatheter aortic valve implantation (tavi). All data were collected from a single center between january 2011 and december 2013. The study population included 408 patients (predominantly male, mean age 82 years), 17 of which were implanted with medtronic corevalve (no serial numbers provided). Among all patients in the study population nine deaths occurred. No further details were provided on these deaths. Based on the available information medtronic product were not directly associated with the death(s). Among all patients in the study population adverse events included: acute myocardial infarction, stroke, major bleed or vascular com plication, acute kidney injury, permanent pacemaker implant, and urinary tract infection. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.